Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a proctectomy. Several seal & cut short circuit error messages were displayed. The ptfe pad of the device was missing when the sales representative checked the ptfe pad of the device. There was a possibility that the ptfe pad fell off inside the patient, but the ptfe pad was not found. At the end of the procedure, the surgeon commented that the ptfe pad must have sucked by the suction and it was not inside the patient because he checked inside the patient several times. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00080 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). The manufacturing record was reviewed with no irregularities. The exact cause of this issue cannot be conclusively determined. Based on the past similar cases, it was known that the ptfe pad was partially peeled from the jaw when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the ptfe pad was cut and fell off since the device was activated with grasping the peeled part of the ptfe pad between the probe and the jaw of the device. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.